Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he didn¿t feel stimulation and had pain in his feet. The patient was walked through his settings, group b, program 1 4.60v to 6.00v and program 2 3.10v to5.10v and reported he still couldn¿t feel stimulation. Group a , program 1 3.10v to 3.20v and the patient reported that he now felt it. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that switching groups and feeling stimulation resolved the pain in their feet. No further complications were reported.